Event description:
The consumer reported that the patient had a tooth type of 2 during the time of the failure, the consumer also reported that there we're concerns with inadequate bone quality/bone quantity, mobility, pain, bleeding, numbness & peri-implantits. The consumer also reported concerns with bone quality.

Manufacturer narrative:
The consumer reported that the patient had a tooth type of 2 during the time of the failure, the consumer also reported that there we're concerns with inadequate bone quality/bone quantity, mobility, pain, bleeding, numbness & peri-implantits. The consumer also reported concerns with bone quality.